Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the patient had an magnetic resonance imaging (MRI) on (B)(6) and at that time a medtronic representative (rep) was supposed to read the patient's pump but according to the hcp it did not need to be read so it was not. Patient was now in for a refill and log were still showing a motor stall with no recovery. When read a second time the logs showed a recovery from today. Reviewed telemetry mode. Hcp thought the pump was stalled for some of the time as the patient has had increased spasticity. Hcp also thought the refill pump before date changed from (B)(6) to sometime in march due to the stall. The hcp said pump was refilled on (B)(6) and thought at that time is when she saw a (B)(6) refill pump before date, but did not have the details of the refill to be able to verify the dates. Additional information was received from the patient reporting called back inquiring about pump longevity due to hearing from healthcare provider (hcp) office and inquired if managing physician replaces pump. Patient mentioned 'finally today they got it back on but they had to revise my pump refill date'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.